Manufacturer narrative:
This report is submitted on august 8, 2023.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.